Event description:
It was reported to philips that there was software crash and system was rebooting itself. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system rebooted by itself. The rse reviewed the logs and found software crash error messages on the suite pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed the software error. To resolve the reported issue the fse reinstalled the software on the suite pc via tsm and restored the backups. After reinstallation of software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.